Event description:
The customer's mother reported via phone call that the customer experienced unexplained low blood glucose levels. The caller stated that she learned during troubleshooting on the insulin pump that the reservoir was empty. The caller stated that she had not returned the insulin pump to make sure that the issue would not be overlooked. The customer's blood glucose was 40 mg/dl. The caller was advised that the insulin pump could be wet but not submerged. She request a letter of analysis to be sent, but the insulin pump had not yet been returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.